Event description:
It was reported that the 2600 system had a kv error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.